Event description:
It was reported that the customer's fill estimate was inaccurate. Customer was unaware that insulin had to be at room temperature and indicated they would use room temperature insulin next load. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.